Manufacturer narrative:
On 09-dec-2015, a field service engineer (fse) observed that the wrong needle had been installed on the g8. The fse replaced the correct needle and trimmed the tubing on the small syringe. The g8 was calibrated w/zs 40001and quality controls (qc) and patient samples were run and all were within range. No further action required by field service. The most probable cause of the reported event was the wrong needle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer called to report low total area's on their g8 analyzer. He replaced the sample needle but still is seeing the low total area's. Several adjustments were made by the customer but the problem still persists. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.